Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device server system had an issue where new hires were unable to login to pyxis with active directory (ad) account after upgrade. A technical support specialist (tss) confirmed that the product support engineer (pse) performed a bogus update on both rows and verified that it successfully crossed over to the device, indicating that it should have reached the other devices as well. There is no specific knowledge article that addresses this scenario. However, following an upgrade, a failure of sync 1.0 to publish would typically be identified during standard post-upgrade checks. Systems engineers are expected to monitor and validate synchronization and publishing behavior as part of the post-upgrade process. In this instance, the required validation did not occur, which delayed identification of the issue. The tss confirmed with the pse that the case could be closed. The system functioned as intended after the product support engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server new hires were unable to login pyxis with active directory account after es 1.11 upgrade.however, there were no delays or adverse events or injuries reported based on this event.